Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Pump was over 7 years old. A product sample was received for evaluation. Visual and functional testing were performed. Motor rate error was found in event history log. The technician performed an occlusion test and reported issue was duplicated. The root cause of the reported issue was found to be motor mount was slightly bent. The technician replaced the bent motor mount.

Event description:
It was reported that the motor drive error occurred. No patient injury was reported.